Event description:
Nellcor puritan bennett received a report from the service center of a n550 pulse oximeter with a speaker / audio failure.

Manufacturer narrative:
Evaluation concluded that the failure was isolated to the speaker.